Event description:
Customer's parents called to report a protruding drive support cap. The field notification letter was received and the problem with the drive support cap was identified. Advised callers that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk.